Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to: visually inspect with particular attention to kinks, bends and breaks and ensure the barrel is advanced as far as possible onto the tip of the endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the user to the cook area representative in (B)(4): the ligator barrel broke at the joint between the hard and soft connection. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.